Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see updates to d9, h3, h4, h6 and h10. The device was evaluated where no abnormalities were found that could have led to the positive culture. Several defects were noted where the light guide rod lens was cracked, the distal end was scratched, the bending section adhesive was white and clouded, the channel mount had signs of wear and tear, the mouthpiece was defective, the air/water cylinder was scratched, the suction cylinder was scratched, the connector was scratched, the rightleft/up down knob angulation was out of specification, and the distal end/biopsy channel was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for 14 colony forming unit of coagulase negative staphylococci on mar 15, 2023. The scope was reprocessing, re-culture and tested, and the scope air/water channel tested positive for 6 colony forming unit of gram positive bacteria, operating channel tested positive for 1 colony forming unit of gram positive bacteria and suction channel tested for less than 1colony forming unit of unspecified micro-organisms on mar 24, 2023. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses anios clean detergent, suctions water out of the channels and flushes out the air/water, auxiliary washing channel. During manual cleaning, the customer used anios clean detergent with olympus cleaning brush (brush1 / bw-412t) to brush the operating channel, the suction pistons/cylinders, and instrument channel port. The customer reported that the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored horizontally in a cabinet without drying function and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air/water channel tested positive for 4 colony forming unit (cfu) of staphylococcus warneri, 2 colony forming unit (cfu) of staphylococcus pasteuri and 1 colony forming unit (cfu) of rothia kristinae on (B)(6) 2023. The scope suction/biopsy channel tested positive for 1 colony forming unit (cfu) of staphylococcus warneri on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.